Manufacturer narrative:
(B)(4). Initial report sent to FDA on 02/24/2015.

Event description:
According to the reporter: the fastening system was broke. There is a risk that remaining fragments remains inside the patient. There was patient involvement. The sample will not be available. Additional information requested from the account but not yet received.